Manufacturer narrative:
The evaluation was done on the basis of the currently available information. As no sample was received, no investigation could be conducted. The device quality and manufacturing history records have been checked for the available lot numbers. The device history file has been checked and found to be according to the specification valid at the time of production. No similar incidents have been filed with products from these batches.

Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Among six screws, one screw was damaged. This was discovered by x-ray. Primary surgery was done (B)(6) 2011. On (B)(6) 2015 one of the 6 screws placed was found to be partially out of the screw plate with the screw head broken. This x-ray examination was done in the periodic follow-up. In spite of this radiographic finding, the condition of the patient is good, and the surgeon is not considering revision surgery at the moment.